Event description:
It was reported that the home patient (hp) had a system error 2240 (air in tubing) and system error 2367 on the homechoice (hc) during drain 2 of 4, while the hp was connected. The hp had disconnected from the hc prior to the alarm without using proper disconnect procedures and then reconnected to the hc. The technical service representative (tsr) provided explanation for the alarm and advised the hp to start the therapy over using all new supplies. There was no report of patient injury, medical intervention, or adverse event associated with this report. No additional information is available at this time.

Manufacturer narrative:
(B)(4). This report is for a system error 2240 (air in set), where the home patient (hp) had disconnected from the homechoice (hc) during therapy without using proper emergency disconnect procedure. Use errors and proper user instructions are addressed in homechoice apd systems patient at-home guide and related direction sheet. Baxter training manual and labeling provides ample instructions related to prevention of the suspected use errors. The homechoice patient at home guide is included and shipped with every cycler unit, and the instructions are clearly stated. The homechoice patient at home guide states the steps on how to properly disconnect from cycler during an emergency. It gives instructions on how to reconnect to continue the therapy. Both sections have directions to maintain aseptic technique when following troubleshooting. A review of the label for the product family will be conducted. If any relevant information is obtained, a supplemental report will be submitted.